Manufacturer narrative:
Device evaluations of monitor (B)(4) has been completed. The reported problem (damaged belt receptacle) was confirmed. As received, the belt receptacle was pulled from the monitor case, damaging internal wires. The root cause of the damaged receptacle and wires is excessive force placed on the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the belt receptacle on a patient's monitor was damaged.